Manufacturer narrative:
Initial

Event description:
It was reported that a patient experienced a hypoglycemic event with a lowest continuous glucose monitor reading of 40 mg/dl and a confirmatory glucometer value of 42 mg/dl, lasting about 30 minutes, and the patient treated with oral carbohydrates (smarties, multiple 15-gram doses) resulting in upward glucose trend; the patient used a dexcom g7 and the cause of the low blood glucose was unclear, with no device component issue identified and insufficient device-specific information available. Symptoms included hypoglycemia and associated hot flashes or flushing. Outcomes included classification as an urgent low glucose event, and medication-level intervention with oral glucose was required. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the medical device problem and device component could not be specified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.